Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr on the (B)(6). Symptomatic. Fully vaccinated.

Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr on the 7 september. Symptomatic. Fully vaccinated.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.